Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had a temperature issue. The patient did not allege any harm or injury because of the reported issue. The patient mentioned that he had gone swimming in a pool that day. At an unspecified time after swimming and getting a call service alarm, the patient replaced the pump's battery. Upon removal of the battery, the patient noticed that the pump battery was hot and the pump was warm to touch. He denied that the pump had evidence of corrosion or moisture in the battery compartment. He denied that the battery cap had cracks or stripped threading. The o-ring was reportedly intact. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump and pump battery felt warm/hot to touch. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box and pump history could not be downloaded for review due to moisture damage in the pump. The pump powers on but the display remains blurry and unclear. Audible tones were found to be out of specification due to moisture corrosion. During a "rewind" step attempt, the pump emitted a call service alarm that could not be cleared. Additional testing for the alleged temperature issue could not be completed due to the persistent alarm. The pump cover was removed and there was evidence of moisture corrosion found on the power circuit, motor flex, and rf circuit.